Manufacturer narrative:
H10: the customer replaced the caster, locking, v60 stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that wheels on cart is broken and is requesting replacement parts. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID and pricing for the caster, locking, v60 stand replacement. Resolution and disposition are pending - investigation on going.